Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently displayed message codes "defib disable," "pace enable" and "defib fault 72." The complainant indicated that there was no pt involvement in the reported failure.